Event description:
Same case as MFR report #: 2134265-2009-06701. It was reported that during a percutaneous coronary interventional (pci) procedure, a burr entrapment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). Upon attempting to ablate the lesion with rotalink plus and rotawire guide wire, resistance was encountered and the physician immediately stopped treatment and analyzed the situation using fluoroscopy. The rotalink plus and rotawire guide wire were stuck. The rotalink plus and rotawire guide wire were removed from the patient. The rotational speed is unk. The same rotalink plus and rotawire guide wire was set-up again used to complete the procedure successfully. The procedure was completed successfully with this device. No patient injuries or complications were reported. The patient's status was reported as "good".

Manufacturer narrative:
.

Manufacturer narrative:
It has been determined that this mfg. Report #2134265-2009-06703 and the related mfg. Report #2134265-2009-06701 were reported in error. Device evaluated by manufacturer: the complaint device was returned loaded inside protective hoop, with kinks at proximal and midsection. Microscopic examination of the burr annulus revealed a misshapen and flared annulus. The damage to the burr is consistent with the burr coming into contact with the wire. Visual examination of the rotawire revealed a slightly bent on the tip with coils elongated adjacent to solder. The solder is present but damaged. The rotawire also presents some kinks along the length of the wire. Kinks may have occurred during retrieval of the rotawire. The failure mode of kinked or bent guide wire is considered an anticipated failure of this device associated with the use and/or handling of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4) (B) (4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a burr entrapment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). Upon attempting to ablate the lesion with the rotalink plus and rotawire guide wire, resistance was encountered and the physician immediately stopped treatment and analyzed the situation using fluoroscopy. The rotalink plus and rotawire guide wire were stuck. The rotalink plus and rotawire guide wire were removed from the patient. The rotational speed is unknown. The same rotalink plus and rotawire guide wire was set-up again used to complete the procedure successfully. The procedure was completed successfully with this device. No patient injuries or complications were reported. The patient¿s status was reported as ¿good¿.